Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, embedment, and tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2008. Approximately 10 years and 1 month after receiving the filter implant, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis after reporting pain and discomfort. The CT scan revealed that the filter struts had moved since the filter was placed, with several of the struts extending outside of the patient's inferior vena cava (ivc). The filter was also noted to be tilted in [the patient's] ivc with the tip of the filter embedded in the wall of [the patient's] ivc.hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right jugular vein due to post deep vein thrombosis (dvt). The patient alleges tilt, vena cava perforation, and embedment. The patient further alleges occasional chest pain. On (B)(6) 2018, per a report from computed tomography; ¿impression: some of the filter struts have penetrated through the wall of the ivc into the pericaval / mesenteric fat. The filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: pericaval / mesenteric fat perforation and chest pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding pericaval / mesenteric fat perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported chest pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2018, per a report from computed tomography 2; ¿some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. The filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it. Addendum: cook gunther tulip filter. The anterior strut penetrates 4 mm through the ivc wall. Sagittal image 98. The left strut penetrates 11 mm through the ivc wall.. Coronal image 91. The posterior strut penetrates 13 mm through the ivc wall. Sagittal image 98. The right strut penetrates 7 mm through the ivc wall. Coronal image 89".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6 investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.